Manufacturer narrative:
The reported complaint of under-detection of a true pause event was confirmed. The pause detection was inappropriately inhibited by the undersensing discrimination algortihm due to egm signal characteristics, particularly the slightly increased p-wave amplitude during av block. The symptom recording captured the av block event per design.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient¿s implantable cardiac monitor (icm) recorded symptoms revealed true pause episodes. Further evaluation revealed p- waves episodes were incorrectly measured as r- waves, resulting in device not recording the event as a pause episode. The icm was explanted and replaced with a dual chamber pacemaker on (B)(6) 2023 the patient was in stable condition.